Manufacturer narrative:
Failure event observed during analysis. Final analysis found external abrasion at 42.6 ¿ 43.8 cm and 46.0 ¿ 46.1 cm from the distal tip breaching only the optim sheath at the middle region of the lead, consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.